Event description:
Received uf/importer report number (B)(4) with additional information regarding event and patient. The ventilator's error message was a continuous alarm and could not be reset.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a background check error message, the graphical user interface (gui) went blank and rendered the unit inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the gui blank display. The se tighten the gui hinge screws and reseated the gui and alarm cable connections. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.